Event description:
This is a solicited case report received from a consumer via social media in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who was involved in a active online listening, study number: (B)(6). Study description: essure® generic active online listening. Consumer had essure inserted for birth control. Consumer reported that hysterectomy helped, but still suffering effects of essure after 9 mos (interpreted as months). She referred essure as a poison and associated the events with essure. No additional information was provided. The product technical complaint (ptc) investigation and final assessment were received on 06-feb-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. "Poison" as reported by the patient, is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this solicited case report refers to a female consumer of unspecified age who was involved in an active online listening. The patient had essure inserted and had a hysterectomy. The event is serious due medical importance and listed in the reference safety information for essure. In this particular case, no information was provided about indication and nature of the reported surgery. It was only informed that hysterectomy helped but she was still suffering effects of essure after 9 months. Based on available information, causality with essure is assessed as related and since a essure removal via hysterectomy was implied, the case is regarded as incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.